Event description:
On (B)(6) 2013, the physician reported that the patient came in for a normal check-up and they ran system and normal diagnostic tests which indicated high impedance. The patient doesn't remember if he has had any trauma recently. Patient doesn't normally feel his stimulation, so the date the high impedance may have first occurred could not be found from feeling a lack of stimulation. The patient used to be seizure free and off all his medications, but about a couple weeks ago, his seizures came back. The increase in seizures was still below pre-vns baseline levels. The physician did not disable the vns device (program to 0ma) as he believes the patient is still receiving efficacy. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.